Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and heavy tortuosity. The lesion was predilated with a 2.0x12 semi compliant balloon and then the 3.5x15 mm xience prime stent was implanted. The stent was post dilated with a 4.0x12 mm non-compliant balloon at 16 atmospheres and a distal edge dissection was noted. A 3.0x15 mm xience prime stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.